Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device reported that the device was poking the patients arm. Boston scientific technical services (ts) discussed may need to reposition device. The device remains in service. No additional adverse patient effects were reported.